Event description:
Caller states the patient tested 7.4 inr on the coaguchek xs system and 5.2 inr on a comparison lab. Customer was given a vitamin k shot based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.